Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause of the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in light guide rod lens, the air water channel and the air water cylinder. There was no patient involvement.